Event description:
Respironics sales representative reported that the device would not make any audible noises-an indication that the audible alarm was not functioning. There was no patient involvement or reported patient harm. Testing of the returned unit confirmed that the speaker was not functioning due to a broken coil wire resulting in an open circuit. The speaker was replaced to correct the problem and the component was forwarded to engineering for further evaluation.